Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Consumer states the axle bolt broke in half on the left side and the wheel popped off.